Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient had a CT scan done 1 month ago and the CT scan showed the patient had a pump and stimulator. The MRI tech read notes and the notes stated the patient had an infection on the pump site. No further information provided.